Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by an associated press article that during the first seven months of insulin pump usage, the customer was hospitalized on four separate occasions for high blood glucose. The customer's doctor cited user error with the insulin pump as the primary cause of the hospitalizations. No further details were provided regarding treatment or symptoms involved in the high blood glucose incidents. The insulin pump will not be returned for analysis. This event was created based upon an article. The event is limited to the specific patient case presented. The event does not include aggregate events that are referenced in the article as that information was obtained via publicly available databases such as the us FDA maude database, which consists of events medtronic already reported to us FDA by medtronic. We were unable match the published event to an existing case due to limited information and therefore are submitting this as an additional report.